Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, birth ¿ complication') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain chronic"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 (previously reported in summons) and (B)(6) 2015 (as per current pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: pfs received: previously reported event injury was updated to pelvic pain. New events were added - abdominal pain chronic, gen. Abnorm. Bleed, allergy, psych injury, pregnancy: ectopic, birth ¿ complication, device ineffective, migration, perforation: uterus, bladder problems, urinary problems. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain chronic, gen. Abnorm. Bleed, allergy, bladder problems and urinary problems was added as resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation: uterus'), device dislocation ('migration/ migration of essure device location of device: right uteroovarian ligament and the right broad ligament') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic ,birth ¿ complication') in a 25-year-old female patient who had essure (batch no. D08055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included nausea, vomiting, kidney infection, diaphoresis, ovarian cyst, diarrhea, sore throat (pain with swallowing), streptococcal pharyngitis, uti, lower abdominal pain, adnexa uteri cyst, shortness of breath, pyelonephritis, recurrent abortion, gas evolution in intestine, bacterial vaginosis, pelvic inflammatory disease, paratubal cyst, menometrorrhagia, grand multiparity and malignant neoplasm of cervix uteri, unspecified. Previously administered products included for an unreported indication: loestrin. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 years 8 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain chronic"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), depression ("psychological and psychaitric problems: condition:depression"), anxiety ("psychological and psychaitric problems: condition:mental anguish"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines/ headaches") and nausea ("nausea"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnorm. Bleed"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 28-aug-2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, migraine and nausea outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 (previously reported in summons) and (B)(6) 2015 (as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: surgical pathology report clinical history: pre-op diagnosis: menometrorrhagia, pelvic pain. Specimen(s) received. A: uterus, cervix, both fallopian tubes, essure coils, bilateral tubal cysts final pathologic diagnosis. Uterus with cervix and bilateral fallopian tubes, removal: - essure coils identified (see gross description) . - endometrium with secretory changes. - mild acute and chronic inflammation of cervix. - bilateral paratubal cysts. - see microscopic description. Gross- the remainder of the fallopian tube is sectioned revealing a 2.8 x 0.1 x 0.1 cm essure coil. Which is located within the proximal third of the fallopian tube lumen. The mucosa is rubbery and tan. The right fallopian tube is attached to the uterus, is grossly similar, congested and fimbriated measuring 6.5 x 1.5 x 0.7 cm. The serosa surface is smooth and intact without adhesions. An essure coil is grossly evident in the cornual area of the uterus protruding to just beneath the serosa. There is an intact 2.0 x 1.5 x 1.1 cm tan pink para tubal cyst which is filled with approximately 2 ml of no mucoid, colorless clear fluid and displays a smooth inner lining. The fallopian tube is sectioned revealing the 2.5 x 0.1 cm essure coil from which a 1.0 cm segment extends to just beneath the serosal surface of the uterus towards the ligament. The remainder of the coil appears to be within the proximal lumen of the left fallopian tube. The mucosa is rubbery and tan. Right fallopian tube fimbriae right fallopian tube sections adjacent to the essure coil and para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, pelvic pain, back pain, menorrhagia, lot number: d08055 UDI: (B)(4), manufacturing date: 2014-09 , & expiration date: 2017-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: pfs received. New event migraine, nausea added. New reporter, concomitant and historical drugs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation: uterus'), device dislocation ('migration/ migration of essure device location of device: right uteroovarian ligament and the right broad ligament') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic ,birth ¿ complication') in a 25-year-old female patient who had essure (batch no. D08055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included nausea, vomiting, kidney infection, diaphoresis, ovarian cyst, diarrhea, sore throat (pain with swallowing), streptococcal pharyngitis, uti, lower abdominal pain, adnexa uteri cyst, shortness of breath, pyelonephritis, recurrent abortion, gas evolution in intestine, bacterial vaginosis, pelvic inflammatory disease, paratubal cyst, menometrorrhagia, grand multiparity and malignant neoplasm of cervix uteri, unspecified. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain chronic"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 (previously reported in summons) and (B)(6) 2015 (as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: surgical pathology report. Clinical history. Pre-op diagnosis: menometrorrhagia, pelvic pain. Specimen(s) received. A: uterus, cervix, both fallopian tubes, essure coils, bilateral tubal cysts final pathologic diagnosis. Uterus with cervix and bilateral fallopian tubes, removal: - essure coils identified (see gross description) . - endometrium with secretory changes. - mild acute and chronic inflammation of cervix. - bilateral paratubal cysts. - see microscopic description. Gross- the remainder of the fallopian tube is sectioned revealing a 2.8 x 0.1 x 0.1 cm essure coil. Which is located within the proximal third of the fallopian tube lumen. The mucosa is rubbery and tan. The right fallopian tube is attached to the uterus, is grossly similar, congested and fimbriated measuring 6.5 x 1.5 x 0.7 cm. The serosa surface is smooth and intact without adhesions. An essure coil is grossly evident in the cornual area of the uterus protruding to just beneath the serosa. There is an intact 2.0 x 1.5 x 1.1 cm tan pink para tubal cyst which is filled with approximately 2 ml of no mucoid, colorless clear fluid and displays a smooth inner lining. The fallopian tube is sectioned revealing the 2.5 x 0.1 cm essure coil from which a 1.0 cm segment extends to just beneath the serosal surface of the uterus towards the ligament. The remainder of the coil appears to be within the proximal lumen of the left fallopian tube. The mucosa is rubbery and tan. Right fallopian tube fimbriae. Right fallopian tube sections adjacent to the essure coil and para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, pelvic pain, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Events: fallopian tube perforation, abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse), headaches, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, did you undergo an essure confirmation test? No. Were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation: uterus'), device dislocation ('migration/ migration of essure device location of device: right uteroovarian ligament and the right broad ligament') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic ,birth ¿ complication') in a 25-year-old female patient who had essure (batch no. D08055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included nausea, vomiting, kidney infection, diaphoresis, ovarian cyst, diarrhea, sore throat (pain with swallowing), streptococcal pharyngitis, uti, lower abdominal pain, adnexa uteri cyst, shortness of breath, pyelonephritis, recurrent abortion, gas evolution in intestine, bacterial vaginosis, pelvic inflammatory disease, paratubal cyst, menometrorrhagia, grand multiparity and malignant neoplasm of cervix uteri, unspecified. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain chronic"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 (previously reported in summons) and (B)(6) 2015 (as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: surgical pathology report clinical history pre-op diagnosis: menometrorrhagia, pelvic pain specimen(s) received a: uterus, cervix, both fallopian tubes, essure coils, bilateral tubal cysts final pathologic diagnosis uterus with cervix and bilateral fallopian tubes, removal: - essure coils identified (see gross description) . - endometrium with secretory changes. - mild acute and chronic inflammation of cervix. - bilateral paratubal cysts. - see microscopic description gross- the remainder of the fallopian tube is sectioned revealing a 2.8 x 0.1 x 0.1 cm essure coil which is located within the proximal third of the fallopian tube lumen. The mucosa is rubbery and tan. The right fallopian tube is attached to the uterus, is grossly similar, congested and fimbriated measuring 6.5 x 1.5 x 0.7 cm. The serosa surface is smooth and intact without adhesions. An essure coil is grossly evident in the cornual area of the uterus protruding to just beneath the serosa. There is an intact 2.0 x 1.5 x 1.1 cm tan pink para tubal cyst which is filled with approximately 2 ml of no mucoid, colorless clear fluid and displays a smooth inner lining. The fallopian tube is sectioned revealing the 2.5 x 0.1 cm essure coil from which a 1.0 cm segment extends to just beneath the serosal surface of the uterus towards the ligament. The remainder of the coil appears to be within the proximal lumen of the left fallopian tube. The mucosa is rubbery and tan. Right fallopian tube fimbriae right fallopian tube sections adjacent to the essure coil and para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, pelvic pain, back pain, menorrhagia, lot number: d08055, UDI: (B)(4), (B)(4) manufacturing date: 2014-09, expiration date: 2017-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.